Event description:
Nursing unit noted elevated glucose readings on fingerstick. Problem occurred with roche test strips and was sporadic. Lots tested and 10 instances identified where strips tested 100-150 mg/dl higher than stated-gave fail reading upon testing control. Roche contacted and all affected strips from lot have been removed from use. Also collected from practice sites.